Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer went into the water with the insulin pump on and the insulin pump no longer works. It was noted that the customer was barely able to see the screen and water was noticeable inside the insulin pump and the meter. Mother stated that the customer was experiencing high blood glucose readings and will be treating. No further information reported.